Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2024, and confirmed that this device was not previously returned for servicing and that there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) failed and would recover but then immediately failed afterward. A field service engineer (fse) attempted to assist the pharmacy technician with recovery, but the issue could not be resolved. The fse then powered down the station, removed the srm latch and wiring harness, and inspected for any visible damage. The fse further cleaned the latch switch terminals and ran the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager, refrigerator door failed to open. The customer tried to recover the storage space, but the problem was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.